Event description:
It was reported that during and following a lead implant procedure in the motor cortex portion of the brain, the patient experienced seizures. The patient was administered ativan as a caution. It was noted that the physician believed the seizure was related to the device or procedure as seizures are a possible side effect of placing the lead in the motor cortex portion of the brain. During programming, the amplitude on the lead was lowered and there were no additional seizures or complications.